Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), device expulsion ("expulsion of essure device/ malposition of essure device location of device: lining of the uterus/ migration of essure device location of device: wall of uterus"), device breakage ("device breakage"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included inflammatory bowel disease nos, hemorrhoids, foot surgery and d & c on (B)(4)2006. No known drug allergies. Previously administered products included for prevent pregnancy: yasmine from 2004 to (B)(4)2005. Past adverse reactions to the above products included headache with yasmine. Concurrent conditions included breast mass, post coital bleeding, uterine leiomyoma, pain stomach, crying, hot flushes, insomnia, memory loss, night sweats, overweight and overweight. Concomitant products included levothyroxine sodium since 2013. On (B)(4)2006, the patient had essure (ess205) inserted. On (B)(4)2007, 4 months 9 days after insertion of essure (ess205), the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(4)2009, the patient experienced alopecia ("hair loss"). On (B)(4)2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and hypothyroidism ("thyroid issue/ hypothyroidism"). On (B)(4)2014, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("hives, waist down"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("fluid built up in right eye, seeing a large black dot"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain/ cramping"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (she had surgery to remove the essure implant.) And surgery (endometrial ablation with nova sure). Essure (ess205) was removed on (B)(4)2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, device breakage, pelvic pain, menorrhagia, vaginal haemorrhage, urticaria, female sexual dysfunction, hypothyroidism, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, alopecia and hormone level abnormal outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypothyroidism, menorrhagia, migraine, pelvic pain, urticaria, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: as per pfs, onset date of events genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, dysmenorrhoea, dyspareunia, pelvic pain was (B)(4)2006. Discrepancy note in essure start date, (B)(4)2006 and (B)(4)2006 were mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test - on (B)(4)2013: negative on (B)(4)2006, essure insertion: preoperative & postoperative diagnosis: menorrhagia, desires sterilization. Procedure: dilatation and curettage, hysteroscopy, endometrial ablation with novasure, essure sterilization. Findings: done with the procedure there were 12 essure coils visible on the right tube and 4 visible on the left tube . Patient present with complaint breast lump in right breast- mammogram done in (B)(4)2011 finding of cyst. Type of test: transvaginal ultrasound (tvu) results of essure confirmation test: cysts on right ovary. Date of result: (B)(4)2011. The dye would not go through as per healthcare provider. On (B)(4)2014, removal details, preoperative & postoperative diagnosis: pelvic pain, fibroid uterus, migration of essure devices. Procedure: laparoscopic total hysterectomy, bilateral salpingectomy, uterosacral colpopexy. Findings: uterus normal size. Normal ovaries bilaterally. Essure device seen in one adnexa, other device seen was sent for pathology with review from pathologist, who confirmed the second essure device was present in the specimen. Current weight as of (B)(4)2018: 140 lbs approximate weight at the time of essure placement 145 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain lower, headache, pelvic pain, device expulsion. Most recent follow-up information incorporated above includes: on(B)(4)2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Event abnormal bleeding (general) was clubbed with previously reported event. Events fallopian tube perforation, uterine perforation, device expulsion, device breakage, menorrhagia, vaginal haemorrhage, urticaria, female sexual dysfunction, hypothyroidism, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, alopecia, hormone level abnormal, abdominal pain lower were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)/perforation (uterus)"), device expulsion ("expulsion of essure device/ malposition of essure device location of device: lining of the uterus/ migration of essure device location of device: wall of uterus/expulsion of essure device/malposition of essure device: lining of uterus"), device breakage ("device breakage"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") and autoimmune hypothyroidism ("thyroid issue/ hypothyroidism/autoimmune disorder-type: thyroid problems") in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included inflammatory bowel disease nos, hemorrhoids, foot surgery, d & c on (B)(6) 2006 and dysfunctional uterine bleeding (not recovered prior to essure). No known drug allergies. Previously administered products included for prevent pregnancy: yasmine from (B)(6) 2004 to (B)(6) 2005. Past adverse reactions to the above products included headache with yasmine. Concurrent conditions included breast mass, post coital bleeding, uterine leiomyoma, pain stomach, crying, hot flushes, insomnia, memory loss, night sweats, overweight and overweight. Concomitant products included ibuprofen (advil) since 2006, levothyroxine sodium since 2013 and paracetamol (tylenol) since 2006. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, 4 months 10 days after insertion of essure (ess205), the patient experienced urticaria ("hives, waist down/allergic or hypersensitivity reaction type: hives") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and autoimmune hypothyroidism (seriousness criterion medically significant). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), visual impairment ("fluid built up in right eye, seeing a large black dot/vision/eye problems-type: fluid built up in right eye, seeing a large black dot"), weight increased ("weight gain/weight gain/loss specify: weight gain") and mood swings ("hormonal changes-describe: mood swings"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2013, the patient experienced fatigue ("fatigue/fatigue"). In 2013, the patient experienced alopecia ("hair loss/hair loss"). On (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdomen pain/ cramping"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (she had surgery to remove the essure implant.) And surgery (endometrial ablation with nova sure). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, device breakage, pelvic pain, menorrhagia, vaginal haemorrhage, urticaria, female sexual dysfunction, autoimmune hypothyroidism, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, alopecia, hormone level abnormal and mood swings outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune hypothyroidism, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, urticaria, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: as per pfs, onset date of events genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, dysmenorrhoea, dyspareunia, pelvic pain was (B)(6) 2006. Discrepancy note in essure start date, (B)(6) 2006 and (B)(6) 2006 were mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test - on (B)(6) 2013: negative on (B)(6) 2006, essure insertion: preoperative & postoperative diagnosis: menorrhagia, desires sterilization. Procedure: dilatation and curettage, hysteroscopy, endometrial ablation with novasure, essure sterilization. Findings: done with the procedure there were 12 essure coils visible on the right tube and 4 visible on the left tube . Patient present with complaint breast lump in right breast- mammogram done in (B)(6) 2011 finding of cyst. Type of test: transvaginal ultrasound (tvu) results of essure confirmation test: cysts on right ovary. Date of result: (B)(6) 2011. The dye would not go through as per healthcare provider. On (B)(6) 2014, removal details, preoperative & postoperative diagnosis: pelvic pain, fibroid uterus, migration of essure devices. Procedure: laparoscopic total hysterectomy, bilateral salpingectomy, uterosacral colpopexy. Findings: uterus normal size. Normal ovaries bilaterally. Essure device seen in one adnexa, other device seen was sent for pathology with review from pathologist, who confirmed the second essure device was present in the specimen. Current weight as of (B)(6) 2018: 140 lbs approximate weight at the time of essure placement 145 lbs. Essure confirmation test: total bilateral occlusion on (B)(6) 2011. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain lower, headache, pelvic pain, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)/perforation (uterus)'), device expulsion ('expulsion of essure device/ malposition of essure device location of device: lining of the uterus/ migration of essure device location of device: wall of uterus/expulsion of essure device/malposition of essure device: lining of uterus'), device breakage ('device breakage'), pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and autoimmune hypothyroidism ('thyroid issue/ hypothyroidism/autoimmune disorder-type: thyroid problems') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c on (B)(6) 2006, inflammatory bowel disease nos, hemorrhoids, foot surgery and dysfunctional uterine bleeding (not recovered prior to essure). No known drug allergies. Previously administered products included for prevent pregnancy: yasmine from (B)(6) 2004 to (B)(6) 2005. Past adverse reactions to the above products included headache with yasmine. Concurrent conditions included breast mass, post coital bleeding, uterine leiomyoma, pain stomach, crying, hot flushes, insomnia, memory loss, night sweats, overweight and overweight. Concomitant products included ibuprofen since 2006, levothyroxine sodium since 2013 and paracetamol (tylenol) since 2006. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"), 4 months 10 days after insertion of essure (ess205). In 2007, the patient experienced urticaria ("hives, waist down/allergic or hypersensitivity reaction type: hives") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and autoimmune hypothyroidism (seriousness criterion medically significant). In 2013, the patient experienced fatigue ("fatigue/fatigue"). In 2013, the patient experienced alopecia ("hair loss/hair loss"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), visual impairment ("fluid built up in right eye, seeing a large black dot/vision/eye problems-type: fluid built up in right eye, seeing a large black dot") and mood swings ("hormonal changes-describe: mood swings") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). On (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain/ cramping") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial), she had surgery to remove the essure implant. And endometrial ablation with nova sure). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, device breakage, pelvic pain, urticaria, female sexual dysfunction, autoimmune hypothyroidism, migraine, headache, allergy to metals, dyspareunia, visual impairment, fatigue, weight increased, alopecia, hormone level abnormal and mood swings outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune hypothyroidism, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, urticaria, uterine perforation, vaginal haemorrhage, visual impairment, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: as per pfs, onset date of events genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, dysmenorrhoea, dyspareunia, pelvic pain was (B)(6) 2006. Discrepancy note in essure start date, (B)(6) 2006 and (B)(6) 2006 were mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test: on (B)(6) 2013: results: negative. On (B)(6) 2006, essure insertion: preoperative & postoperative diagnosis: menorrhagia, desires sterilization. Procedure: dilatation and curettage, hysteroscopy, endometrial ablation with novasure, essure sterilization. Findings: done with the procedure there were 12 essure coils visible on the right tube and 4 visible on the left tube . Patient present with complaint breast lump in right breast- mammogram done in (B)(6) finding of cyst. Type of test: transvaginal ultrasound (tvu) results of essure confirmation test: cysts on right ovary. Date of result: (B)(6) 2011. The dye would not go through as per healthcare provider. On (B)(6) 2014, removal details, preoperative & postoperative diagnosis: pelvic pain, fibroid uterus, migration of essure devices. Procedure: laparoscopic total hysterectomy, bilateral salpingectomy, uterosacral colpopexy. Findings: uterus normal size. Normal ovaries bilaterally. Essure device seen in one adnexa, other device seen was sent for pathology with review from pathologist, who confirmed the second essure device was present in the specimen. Current weight as of (B)(6) 2018: (B)(6). Approximate weight at the time of essure placement (B)(6). Essure confirmation test: total bilateral occlusion on (B)(6) 2011. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain lower, headache, pelvic pain, device expulsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: vitamin ddeficiency quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)/perforation (uterus)"), device expulsion ("expulsion of essure device/ malposition of essure device location of device: lining of the uterus/ migration of essure device location of device: wall of uterus/expulsion of essure device/malposition of essure device: lining of uterus"), device breakage ("device breakage"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") and autoimmune hypothyroidism ("thyroid issue/ hypothyroidism/autoimmune disorder-type: thyroid problems") in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included inflammatory bowel disease nos, hemorrhoids, foot surgery, d & c on (B)(6) 2006 and dysfunctional uterine bleeding (not recovered prior to essure). No known drug allergies. Previously administered products included for prevent pregnancy: yasmine from (B)(6) 2004 to (B)(6) 2005. Past adverse reactions to the above products included headache with yasmine. Concurrent conditions included breast mass, post coital bleeding, uterine leiomyoma, pain stomach, crying, hot flushes, insomnia, memory loss, night sweats, overweight and overweight. Concomitant products included ibuprofen (advil) since 2006, levothyroxine sodium since 2013 and paracetamol (tylenol) since 2006. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, 4 months 10 days after insertion of essure (ess205), the patient experienced urticaria ("hives, waist down/allergic or hypersensitivity reaction type: hives") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and autoimmune hypothyroidism (seriousness criterion medically significant). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), visual impairment ("fluid built up in right eye, seeing a large black dot/vision/eye problems-type: fluid built up in right eye, seeing a large black dot"), weight increased ("weight gain/weight gain/loss specify: weight gain") and mood swings ("hormonal changes-describe: mood swings"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2013, the patient experienced fatigue ("fatigue/fatigue"). In 2013, the patient experienced alopecia ("hair loss/hair loss"). On (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdomen pain/ cramping"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (she had surgery to remove the essure implant.) And surgery (endometrial ablation with nova sure). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, device breakage, pelvic pain, urticaria, female sexual dysfunction, autoimmune hypothyroidism, migraine, headache, allergy to metals, dyspareunia, visual impairment, fatigue, weight increased, alopecia, hormone level abnormal and mood swings outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune hypothyroidism, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, urticaria, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: as per pfs, onset date of events genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, dysmenorrhoea, dyspareunia, pelvic pain was (B)(6) 2006. Discrepancy note in essure start date, (B)(6) 2006 and (B)(6) 2006 were mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test - on (B)(6) 2013: negative. On (B)(6) 2006, essure insertion: preoperative & postoperative diagnosis: menorrhagia, desires sterilization. Procedure: dilatation and curettage, hysteroscopy, endometrial ablation with novasure, essure sterilization. Findings: done with the procedure there were 12 essure coils visible on the right tube and 4 visible on the left tube. Patient present with complaint breast lump in right breast- mammogram done in (B)(6) 2011- finding of cyst. Type of test: transvaginal ultrasound (tvu) results of essure confirmation test: cysts on right ovary. Date of result: (B)(6) 2011. The dye would not go through as per healthcare provider. On (B)(6) 2014, removal details, preoperative & postoperative diagnosis: pelvic pain, fibroid uterus, migration of essure devices. Procedure: laparoscopic total hysterectomy, bilateral salpingectomy, uterosacral colpopexy. Findings: uterus normal size. Normal ovaries bilaterally. Essure device seen in one adnexa, other device seen was sent for pathology with review from pathologist, who confirmed the second essure device was present in the specimen. Current weight as of (B)(6) 2018: 140 lbs. Approximate weight at the time of essure placement 145 lbs. Essure confirmation test: total bilateral occlusion on (B)(6) 2011. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain lower, headache, pelvic pain, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: pfs received. Cramping and bleeding outcomes updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)/perforation (uterus)"), device expulsion ("expulsion of essure device/ malposition of essure device location of device: lining of the uterus/ migration of essure device location of device: wall of uterus/expulsion of essure device/malposition of essure device: lining of uterus"), device breakage ("device breakage"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included inflammatory bowel disease nos, hemorrhoids, foot surgery, d & c on (B)(6) 2006 and dysfunctional uterine bleeding (not recovered prior to essure). No known drug allergies. Previously administered products included for prevent pregnancy: yasmine from 1-jan-2004 to 1-jan-2005. Past adverse reactions to the above products included headache with yasmine. Concurrent conditions included breast mass, post coital bleeding, uterine leiomyoma, pain stomach, crying, hot flushes, insomnia, memory loss, night sweats, overweight and overweight. Concomitant products included ibuprofen (advil) since 2006, levothyroxine sodium since 2013 and paracetamol (tylenol) since 2006. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, 4 months 10 days after insertion of essure (ess205), the patient experienced urticaria ("hives, waist down/allergic or hypersensitivity reaction type: hives") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and hypothyroidism ("thyroid issue/ hypothyroidism/autoimmune disorder-type: thyroid problems"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), visual impairment ("fluid built up in right eye, seeing a large black dot/vision/eye problems-type: fluid built up in right eye, seeing a large black dot"), weight increased ("weight gain/weight gain/loss specify: weight gain") and mood swings ("hormonal changes-describe: mood swings"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2013, the patient experienced fatigue ("fatigue/fatigue"). In 2013, the patient experienced alopecia ("hair loss/hair loss"). On (B)(6)2014, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdomen pain/ cramping"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (bilateral salpingectomy, hysterectomy (partial)), surgery (she had surgery to remove the essure implant.) And surgery (endometrial ablation with nova sure). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, device breakage, pelvic pain, menorrhagia, vaginal haemorrhage, urticaria, female sexual dysfunction, hypothyroidism, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, alopecia, hormone level abnormal and mood swings outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypothyroidism, menorrhagia, migraine, mood swings, pelvic pain, urticaria, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: as per pfs, onset date of events genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, dysmenorrhoea, dyspareunia, pelvic pain was (B)(6) 2006. Discrepancy note in essure start date,(B)(6) 2006 and (B)(6) 2006 were mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test - on (B)(6) 2013: negative. On (B)(6) 2006, essure insertion: preoperative & postoperative diagnosis: menorrhagia, desires sterilization. Procedure: dilatation and curettage, hysteroscopy, endometrial ablation with novasure, essure sterilization. Findings: done with the procedure there were 12 essure coils visible on the right tube and 4 visible on the left tube . Patient present with complaint breast lump in right breast- mammogram done in (B)(6) 2011- finding of cyst. Type of test: transvaginal ultrasound (tvu) results of essure confirmation test: cysts on right ovary. Date of result: (B)(6) 2011. The dye would not go through as per healthcare provider. On (B)(6) 2014, removal details, preoperative & postoperative diagnosis: pelvic pain, fibroid uterus, migration of essure devices. Procedure: laparoscopic total hysterectomy, bilateral salpingectomy, uterosacral colpopexy. Findings: uterus normal size. Normal ovaries bilaterally. Essure device seen in one adnexa, other device seen was sent for pathology with review from pathologist, who confirmed the second essure device was present in the specimen. Current weight as of (B)(6) 2018: 140 lbs. Approximate weight at the time of essure placement 145 lbs. Essure confirmation test: total bilateral occlusion on (B)(6) -2011. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain lower, headache, pelvic pain, device expulsion. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received. Event per pfs: mood swings was added, patient's medical history was updated, concomitant medication were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)/perforation (uterus)'), device expulsion ('expulsion of essure device/ malposition of essure device location of device: lining of the uterus/ migration of essure device location of device: wall of uterus/expulsion of essure device/malposition of essure device: lining of uterus'), device breakage ('device breakage'), pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and autoimmune hypothyroidism ('thyroid issue/ hypothyroidism/autoimmune disorder-type: thyroid problems') in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c on (B)(6) 2006, inflammatory bowel disease nos, hemorrhoids, foot surgery and dysfunctional uterine bleeding (not recovered prior to essure). No known drug allergies. Previously administered products included for prevent pregnancy: yasmine from (B)(6) 2004 to (B)(6) 2005. Past adverse reactions to the above products included headache with yasmine. Concurrent conditions included breast mass, post coital bleeding, uterine leiomyoma, pain stomach, crying, hot flushes, insomnia, memory loss, night sweats, overweight and overweight. Concomitant products included ibuprofen since 2006, levothyroxine sodium since 2013 and paracetamol (tylenol) since 2006. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"), 4 months 10 days after insertion of essure (ess205). In 2007, the patient experienced urticaria ("hives, waist down/allergic or hypersensitivity reaction type: hives") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and autoimmune hypothyroidism (seriousness criterion medically significant). In 2013, the patient experienced fatigue ("fatigue/fatigue"). In 2013, the patient experienced alopecia ("hair loss/hair loss"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), visual impairment ("fluid built up in right eye, seeing a large black dot/vision/eye problems-type: fluid built up in right eye, seeing a large black dot") and mood swings ("hormonal changes-describe: mood swings") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). On (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain/ cramping") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial), she had surgery to remove the essure implant. And endometrial ablation with nova sure). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, device breakage, pelvic pain, urticaria, female sexual dysfunction, autoimmune hypothyroidism, migraine, headache, allergy to metals, dyspareunia, visual impairment, fatigue, weight increased, alopecia, hormone level abnormal and mood swings outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune hypothyroidism, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, urticaria, uterine perforation, vaginal haemorrhage, visual impairment, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: as per pfs, onset date of events genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, dysmenorrhoea, dyspareunia, pelvic pain was (B)(6) 2006. Discrepancy note in essure start date, (B)(6) 2006 and (B)(6) 2006 were mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test - on (B)(6) 2013: results: negative. On (B)(6) 2006, essure insertion: preoperative & postoperative diagnosis: menorrhagia, desires sterilization. Procedure: dilatation and curettage, hysteroscopy, endometrial ablation with novasure, essure sterilization. Findings: done with the procedure there were 12 essure coils visible on the right tube and 4 visible on the left tube . Patient present with complaint breast lump in right breast- mammogram done in jul-2011- finding of cyst. Type of test: transvaginal ultrasound (tvu) results of essure confirmation test: cysts on right ovary. Date of result: (B)(6) 2011. The dye would not go through as per healthcare provider. On (B)(6) 2014, removal details, preoperative & postoperative diagnosis: pelvic pain, fibroid uterus, migration of essure devices. Procedure: laparoscopic total hysterectomy, bilateral salpingectomy, uterosacral colpopexy. Findings: uterus normal size. Normal ovaries bilaterally. Essure device seen in one adnexa, other device seen was sent for pathology with review from pathologist, who confirmed the second essure device was present in the specimen. Current weight as of (B)(6) 2018: 140 lbs approximate weight at the time of essure placement 145 lbs. Essure confirmation test: total bilateral occlusion on (B)(6) 2011. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain lower, headache, pelvic pain, device expulsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: vitamin deficiency quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event: vitamin d deficiency were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.